Event description:
Additional information was received. There was no loss of critical therapy or asystole greater than two seconds associated with this reported issue. The swelling of the pocket could not be determined. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device was suspected to be part of an infection due to a huge swelling of the implant pocket. The physician assumes an allergic reaction after several tests to exclude infection. In addition, this lead displayed an exit block and undersensing. A revision is planned, but not scheduled to date.

Manufacturer narrative:
It was confirmed there was no infection, but a patient allergy. This investigation will be updated should further information be provided.